Event description:
It was reported by the pt's caregiver that the pt has been having seizures, about baseline or a little fewer. However, some of the seizures are more intense and result in the pt falling out of the chair. The neurologist reportedly attempted to turn the magnet mode up on (B)(6) 2011 which caused severe choking and coughing. He then turned his magnet mode down, but the pt was still having painful stimulation. Pt has multiple co-morbities has pseudo-seizures. However, the pt's neurologist feels that he sees an area of seizure activity per eeg. Attempts for add'l info have been unsuccessful to date.